Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that since the implant surgery, the patient has experienced an increase in seizures. It is noted that the patient used to have seizures 4 times a month and is now experiencing seizures 6 to 8 times a day. The patient's settings were turned down at one point, but normal mode and autostimulation mode were disabled. Eventually, magnet mode was disabled as well. The device is fully disabled and the patient was hospitalized for the seizures. No surgical intervention has been reported to date. No additional relevant information has been received to date.